Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable/wire, "check therapy pad' messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had a damaged cable/wire and was causing excessive "check therapy pad" messages.